Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had too much pressure in its air/water channel during a rhinaer procedure and preventative maintenance. There was no report of patient harm. The device was returned, evaluated, and the nozzle was clogged with a black rubbery material and some fibrous residue. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the clogged nozzle, other evaluation findings are as follows: the bending section cover glue was separated; the connecting tube was slightly wrinkled; and the angulations were out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.